Manufacturer narrative:
(B)(4)

Event description:
It was reported the device incorrectly delivered an error message for lead noise detected during an induction test. It was suspected the discrimination channel was not functioning correctly and the device failed to detect signals. Programming the secure sense algorithm on was recommended. No further information is available.